Manufacturer narrative:
Per field representative's reply, the lead was destroyed and disposed of during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicates that the lead was pulled up into the pocket due to twiddler's syndrome. No additional adverse patient effects were reported.